Event description:
It was reported that during a hand assisted colon procedure, the tissue pad came off and it was able to be retrieved. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.